Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received emergency room due to hypoglycemia on (B)(6) 2020. The customer blood glucose level was 30 mg/dl at the time of hospitalized. Customer stated that they treated for low blood glucose value with sugar solution through intravenous and then after that, checked blood glucose and it was 31 mg/dl. Customer declined to troubleshoot for the low blood glucose and no delivery alarm as the reservoir was empty. Customer also stated that insulin pump received motor error alarm and the drive support cap was normal. Customer stated insulin pump was not exposed to high magnetic field and the displacement test was passed. The device will be returned for analysis.